Event description:
It was reported that during unpacking, the package was found to be damaged. While removing the devices from the shipping carton, it was noted that the outer packaging of the ultra-thin sds balloon dilatation catheter was damaged as though pressure had been applied to it while in the shipping box. Subsequently, the inner packaging was creased and it was questionable whether the inner packaging had been punctured. The device was not used. As there was no pt involved, no pt complications occurred.

Manufacturer narrative:
(B)(4).